Event description:
The customer called to report unexplained high blood glucose levels. The reported blood glucose reading at the time of the call was 468 mg/dl. The customer stated that she was in the hospital at the time of the call, but was unable to troubleshoot. The customer stated that she would be calling back. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.